Manufacturer narrative:
Device analysis for the unknown lead revealed the lead body conductor was broken at the injex anchor site.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were impedance issues on the lead, no more stimulation possible, and pain returned. The impedance test results were all over the limit. The lead was changed through another surgical intervention. The issue was resolved at the time of this report. The physician would like to have a detailed analysis of the device returned to better understand what could have happened. If additional information is received, a follow up report will be sent.